Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/ respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this patient experienced oversensed noise which resulted in the signal artifact monitor (sam) feature disabling the minute ventilation (mv) sensor signal. Boston scientific technical services were contacted and provided programming recommendations to resolve the event. It was also recommended to perform in-clinic testing to assess the right atrial (ra) lead integrity as episodes of undersensing were also noted. At this time, the system remains implanted and in service. The patient was stable with no adverse consequences.